Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks over the course of two months. Review of these episodes noted oversensing of noise. Testing of the system was able to elicit a slight baseline noise, however nothing like what was seen in the shock episodes. Boston scientific technical services provided troubleshooting options to the field, and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks over the course of two months. Review of these episodes noted oversensing of noise. Testing of the system was able to elicit a slight baseline noise, however nothing like what was seen in the shock episodes. Boston scientific technical services provided troubleshooting options to the field, and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Please note: this supplemental correction MDR report is being filed to update the implant date of the device involved in this complaint. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks over the course of two months. Review of these episodes noted oversensing of noise. Testing of the system was able to elicit a slight baseline noise, however nothing like what was seen in the shock episodes. Boston scientific technical services provided troubleshooting options to the field, and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegation in this complaint has not been confirmed by testing or analysis, moreover, media inspection was performed and not relevant to device malfunction was identified. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: inappropriate shocks are a known inherent risk of the use of this product, and this is documented in the labeling.